Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 42-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient's mother informed novocure that the patient was admitted to the hospital on (B)(6) 2025, following a fall while on optune gio therapy, which resulted in a skin laceration on the head requiring sutures. As a result, optune gio therapy was temporarily discontinued. The patient was discharged from the hospital on (B)(6) 2025. The prescribing physician was contacted for further details with no reply.